Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent hip surgery and the ipg was not placed in surgery mode. The ipg was unable to communicate. Surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was established.